Event description:
New information states that lead impedance was increasing steadily via merlin.net transmissions. Threshold was also noted to be elevated. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right atrial lead exhibited high impedance and suspected loss of atrial capture on the freeze capture. No intervention was reported. The patient was stable.